Event description:
This patient presented to the hospital where a tee was performed. "A vegetative mass was found on the aidf lead that shows possible vegetation secondary to endocarditis." This system was explanted and not replaced.